Event description:
It was reported that the patient presented to the ER with leg numbness. CT imaging was obtained which did not show any hematoma. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the cervical scs system was explanted to address the issue. In a recent update it was reported that the feeling in the patient's legs started to return.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.